Event description:
It was reported that the right ventricular autothreshold (rvat) test was suspended due to low amplitudes exhibited by this right ventricular (rv) lead. Technical services (ts) stated that the test may not be ideal for the patient. Ts recommended reprogramming. Additionally, fluoroscopy revealed that the lead partially perforated. The lead was repositioned, and the measurements were improved. The lead remains in use. No adverse patient effects were reported.